Event description:
(B)(4). It was reported that during a coronary artery drug eluting stenting treatment procedure, stent placement was "suboptimal" requiring an additional stent to be placed. The target lesion being treated was a 100% stenosed, type c lesion located in the severely calcified mid right coronary artery (rca). The lesion was 70.0 mm long with a vessel diameter of 3.00 mm. The lesion was treated with pre-dilatation and the placement of a 3.00 x 32 mm taxus express2 stent at 20atms and another manufactures' 3.0 x 28 mm stent. However, the final result of stent placement for the taxus express2 was "suboptimal". Additionally, the placement of a 3.00 x 16 mm taxus express2 stent was required. The stents were placed without gaps and were post-dilated resulting in 0% residual stenosis. It was confirmed that stents were well apposed. The patient was discharged 5 days later with no complications reported.

Manufacturer narrative:
The device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown therefore a review of the manufacturing documentation could not be performed. The most probable root cause classification is operational context due to anatomical/procedure factors encountered during the procedure. (B)(4). Device not returned for analysis.